Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient consumed pie and coffee with creamer without announcing the meal, after which blood glucose rose to 300 mg/dl and then trended down to 257 mg/dl; troubleshooting and education were completed regarding missed meal announcements, and no device alerts above 300 mg/dl for over 90 minutes occurred. Symptoms included hyperglycemia without reported associated clinical effects. Outcomes included no use of backup therapy, no ketone testing, no need for assistance, and no medical intervention or hospitalization. Investigation included review of the event details, device performance as described by the user, and provision of user education on appropriate meal announcements. Investigation of this case revealed that the device operated as designed and the high glucose was attributable to a missed meal announcement, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related, specifically a missed meal announcement.